Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The patient received a shock due to oversensing on the device. It is suspected that the lead became dislodged as sensing on both the atrium and the ventricle have dropped and impedance went from 700 ohms to 377 ohms.